Manufacturer narrative:
A device history record was not performed; no lot number was provided or available. No sample or picture was provided for evaluation. Possible root cause could be that the formula dried up and clogged the pvc line while the bag was not in use for a long period or a possible misalignment of the stem in the valve due to overuse (more than 24hrs). No corrective actions will apply since failure mode was not confirmed and no sample returned. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that initially, the tube was obstructed. In an attempt to unblock the obstruction, the water was refluxed and the silicone connection was loose. No injury reported.